Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic assisted distal gastrectomy procedure, the physician connected reload to the adapter and the surgeon tried to fire the device, however it could not be fired. The physician re-connected the device over again, however the same event occurred. Replaced by another idrive device and a new cartridge and the firing was completed. No harm was caused to the patient.